Event description:
Qv otc consumer inquiring about swab and process of treatment due to head cold after testing -- tss referred consumer to puritan website for more information about swab process and advised to follow up with healthcare provider for best medical guidance.

Manufacturer narrative:
Subject: qv otc consumer inquiring about swab and process of treatment due to head cold after testing -- tss referred consumer to puritan website for more information about swab process and advised to follow up with healthcare provider for best medical guidance. Investigation conclusion: a review of the product did not find any unusual trend for the reported complaint category. Without a lot number, no further investigation can be conducted. Investigation summary: in response to your complaint, we performed a search for similar complaints of the reported problem. No adverse trend was observed. Without product lot information, no further testing could be conducted. Although we were unable to duplicate your complaint, the information you provided has been documented and will continue to be monitored. Root cause: unable to determine.